Event description:
It was reported that pump screen was lifting with air bubbles. There was no reported impact to the customer¿s blood glucose level. Customer declined technical services, and no additional information was received regarding any further actions or outcome of the event.